Event description:
The customer reported to olympus device had no communication from camera when plugged in/no picture. There was no death or injury reported due to the event.

Manufacturer narrative:
The evaluation confirmed no image due to a faulty cable. Additionally, the rear cover label is faded, rear packing was damaged, and parts needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information was received from the initial reporter noting the event (no picture) occurred prior to a procedure. The procedure was not delayed. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information to b5 that was obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.